Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited loss of capture. The lv lead was repositioned on (B)(6) 2025. The patient was in stable condition.